Manufacturer narrative:
MFR's comment: the benefit-risk relationship of synvisc-one is not affected by this report. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Cellulitis of the right leg [cellulitis]; vomiting [vomiting]; right knee redness 3 inches below the right kneecap [erythema]; fever [pyrexia]; nausea [nausea]; right knee swelling [joint swelling]; right knee pain [arthralgia]. Case description: spontaneous report received on 06/07/10 from a (B)(6) female pt, (B)(6), with a relevant medical history of osteoarthritis of both knees and previous synvisc injections about five years ago. The pt received the synvisc-one injection into each knee on (B)(6) 2010. The synvisc-one lot number was unk. On the morning of (B)(6) 2010, the pt woke up with right knee pain, right knee swelling, and right knee redness 3 inches below the right kneecap. The pt also complained of flu-like symptoms including: nausea, vomiting, and fever. Starting on 06/03/10, the pt was hospitalized for the events. The pt was diagnosed with cellulitis of the right leg and treated with keflex and clindamycin. The pt was discharged from the hospital on (B)(6) 2010, at which time the right leg cellulitis was improving. No further info was provided. As of the date of receipt of this report, the pt outcome was unk.